Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: the wrist pulley was broken while the surgeon was trying to cut tissue. The instrument did not collide with any other arms or instruments and no fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the wrist pulley was broken while the surgeon was trying to cut tissue. The instrument did not collide with any other arms or instruments and no fragment fell into the patient. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. As a result, the instrument could not operate properly. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost instrument control and he was unable to open or close the tips of the monopolar curved scissors instrument. When the instrument was removed and inspected by the scrub nurse, the nurse saw the instrument pulley was broken. The procedure was completed with no reported injury.